Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 12.31 pm, the result from the meter was 5.0 inr. At 1:30 pm, the result from a laboratory using an unknown reagent was 3.6 inr. Based on the laboratory result, the patient was asked to hold the dose for 1 day, then decrease the dose for a couple of days. The therapeutic range was 2.0-3.0 inr and the patient tests monthly or more often as needed.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 3.0 inr on (B)(6) 2022 was actually observed in the meter's patient result memory on (B)(6) 2022. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method. Occupation was patient/consumer.